Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of depleted set alarm was confirmed through the event history. An assignable cause was not determined, however the main batteries and harness were replaced to correct the condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted set alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 5.08.92 categorized as remediated.